Manufacturer narrative:
Alleged failure: cib kayleigh pereira onsite intermittently shuts off (B)(4). Delay: 10 min. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is wear and tear. Inadequate air flow may affect ventilation of the light source unit. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image).